Manufacturer narrative:
Section d references the main component of the system. Other medical products in use during the event include: brand name interstim; product ID 3889-28 (lot: va0x8w4); product type: 0200-lead; implant date (B)(6) 2015; explant date medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient (pt) who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that after the ins was implanted pt went to the hospital because "it was bulging out of their skin". Hcp states the operative report from 09/03/2015 indicates the lead was "protruding through the opening". Hcp reports that the operative report also states the system was explanted and pt confirmed this as well however a cat scan from last year still shows the system implanted. Hcp reports pt said the ins was not functioning and they have not tried to connect to the ins in a long time.